Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer was failed to open and close. Customer tried to reboot the drawer, but issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to open and close. A field service engineer identified that the auxiliary full-height drawer was unable to open due to a defective latch inseparable, with the magnet missing from the latch, replaced the latch and rebooted the station, performed hardware test application (hta) diagnostics and testing, which confirmed the issue was resolved. The customer verified that normal operations were restored and was able to use the station without issues. The system functioned as intended after the field service engineer repaired the device.